Manufacturer narrative:
Concomitant medical products: product ID: 977c290, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c290, serial/lot #: (B)(4), ubd: 15-mar-2022, UDI#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturer representative regarding a patient implanted with an implantable neurostimulator(ins). It was reported that during implantation surgeon had difficulties in correctly positioning the electrode in the ins. Further stated that during implant there was difficulty with the lead 0-7 because the impedances were high and ¿move with the time¿. It was noted that ¿per-op¿ impedances were normal. In post-op the impedances were high and the patient described a different feeling/paresthesia. The patient went to have their ins replaced on (B)(6) 2019 and the 0-7 lead could not be removed from the ins and was stuck. The fixing screw was completely removed and tried to force to pull the lead out but failed. The surgeon had to cut the lead to remove the ins. The rest of the lead remained in the patient and will be removed when replacing the lead which was scheduled for (B)(6) 2019. The patient was alive with no injury. Additional information was received reporting that there was no explanation for the difficulty of insertion or removal of the lead with the ins. Maybe a fault of the ins channel 0-7. A new operation was scheduled because the surgeon wanted to deliver a new ins and lead. The first time, they did not have the time to do it and did not want to operate the patient twice on their back. On (B)(6) 2019 the surgeon changed the lead in the same place and implanted a new ins. With the new lead and the new ins, the patient was treated very well with the same feeling as during the test phase. The surgeon decided that it was not useful to send the old lead into analysis because he thought that the cause comes from the connection of the old ins. No further complications were reported or anticipated.

Manufacturer narrative:
Device analysis for lead (B)(4) revealed the proximal end connector was not completely seated in the ins connector port. Electrical testing of the lead determined that continuity was complete and there were no electrical shorts between the circuits. Device analysis for ins (B)(4) revealed a lead or lead parts in the connector port could not be removed and were stuck. If information is provided in the future, a supplemental report will be issued.